Manufacturer narrative:
(B)(4). A follow up emdr will be submitted upon completion of investigation. (B)(4).

Event description:
It was reported via email: dr. (B)(6) reported that point of connection where needle attaches to syringe had a leak, making assessment for pleural space not possible. Issue occurred during patient use, no patient harm. Additional information received 22nov2016: was air or fluid leaking from the connection: when negative pressure was applied to the syringe, air sucked into the syringe making assessment of the pleural space entry impossible. Did this happen on 3 separate patients: 1 kit on 1 pt, 2 kits on another. Can you please send me the video of the issue: can try to figure how to get from my phone to an email, alternatively, send me a mobile and I can text video. Do you have a sample available for evaluation: my error to not keep device, not available. This report reflects the first patient. (B)(4) has been created to reflect the second patient.

Manufacturer narrative:
(B)(4) follow up emdr submission for device evaluation. Another follow up will be submitted if additional information becomes available. Investigation did confirm the leak at the point of connection where the needle attaches to syringe by video clip provided by customer. However, alleged product was not returned for evaluation. DHR review was performed but did not identify any issue during quality inspection for the assembled kit. Based on the complaint investigation, a probable root cause could not be identified by the (B)(4) facility. Both the syringe and 16 ga introducer needle components are supplied by an external vendor and internal supplier (16ga needle = (B)(4) / 10 ml syringe = bd ¿ (B)(4)). Both vendors will be notified of this complaint failure and required to provide feedback regarding any potential root cause and potential corrective/preventive actions, as applicable. A probable root cause could not be identified for the complaint failure mode. A supplier corrective action request (scar) will be issued to the external vendor for 16ga needle ((B)(4)) and the 10 ml syringe (bd- (B)(4)) regarding this failure mode.